Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2020 at tooth location #19. The patient returned on (B)(6) 2020 for second stage surgery. After examination, the doctor noted that the implant site looked normal, but the patient's symptoms were not normal. There was slight redness and gingival erythema. The doctor stated that the patient experienced slight paresthesia (numbness) after the implant was placed. The patient was then scheduled to have the implant removed at a later date. The patient returned on (B)(6) 2020, at which time the implant was removed. The patient's paresthesia disappeared two weeks after the implant was removed, and the patient is reported to be in good condition. The patient has type ii bone quality, and has a dental history of parafunction of severe malocclusion. Past dental surgical history includes multiple extractions due to compromised occlusion. The patient has had multiple extractions due to compromised occlusion. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 10 mm (70-1154-imp0010) using radiographic template (pk-209-062515). There was a slight defect at the collar (apex) of the implant which characteristic of poor extraction procedures or excessive loading. The threads were intact and minimal bone debris was observed in the threading of the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: there was no stock product from lot# 6080437 available for review. Root cause: per the reported information, the patient had multiple extractions due to sever malocclusion which may have compromised the bone quality at the osteotomy site. Additionally, the patient's malocclusion may have also contributed to complications with occlusal loading. This can be be described as a greater force application to a permanent prothesis which negatively impacts the dental implant and ultimately the jaw bone. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU (B)(4) (hahn tapered implant system) contains the following statement in precaution section, prosthetic procedures: "following successful placement of hahn tapered implants, verify primary stability and appropriate occlusal loading before proceeding with the placement of a permanent or provisional prosthesis". The IFU also contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." The IFU also contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin".